Manufacturer narrative:
Device evaluated by MFR.: mustang 4.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 15mm distal of the distal markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 27mm distally. No other issues were noted with the balloon material. As per mustang specification, the rated burst pressure for this device is 24 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in a shunt in the moderately tortuous and severely calcified upper arm. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for a few seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, target lesion was located in a shunt in the moderately tortuous and severely calcified upper arm. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for a few seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.